Manufacturer narrative:
Follow-up submitted to report device evaluation. Lot number and manufacture/expiration dates previously submitted do not apply. Lot number information is unknown.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.